Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the wcs did not protrude. However, a functional assessment was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion caused by an inadequate bond b is a manufacturing process design issue. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary duct on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds device shut off and "..." Appeared on the monitor. The physician reset the spyglass controller, removed the spyscope ds, and attempted to plug the spyscope ds back in. When the catheter was plugged back into the controller, "..." Appeared on the screen again. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.